Manufacturer narrative:
The technician found the side rail center arm assembly was damaged form abuse. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the side rail center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed was broken. The technician found the side rail would not latch. The bed was located in the basement of the account. There was no pt/user injury reported. (B)(4).